Manufacturer narrative:
The actual device and its photographs were received for evaluation. The sample was received partially filled with solution. Visual inspections of the returned sample with the unaided eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed on the sample and the connector and cap areas were observed with no issues. Based on the visual inspection of the photographs, an image of a particle was seen. Therefore, the reported condition was not verified during the evaluation of the actual sample, however, was verified during inspection of the photographs.the cause of the condition could not be determined, however, some possible causes could be a compounding error, customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter inside the fluid path. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.